Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 99% stenotic lesion was located in the moderately tortuous and calcified superficial femoral artery (sfa). The physician attempted to inflate the sterling over-the-wire balloon catheter; however, the balloon would not inflate above 5 atms. The number of inflations is unk. Therefore, the sterling balloon catheter was removed, and it was noted that the balloon had ruptured. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "good."

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.